Event description:
It was reported that the vns patient has been experiencing an increase in seizure activity. Generator end of service has been ruled out as a cause for the increase through device diagnostic results. Further follow up revealed that the patient has been facing issues with her shunt; therefore, the patient's shunt was replaced. It was also indicated that the patient has been weaning herself off of epilepsy medication by choice. Per treating physicians, the cause of the relationship between the increase and vns therapy is unknown but other possible causes for the increase are believed to be issues with the shunt and non-compliance with medication. The patient's generator was replaced prophylactically and has been returned to the manufacturer for product analysis.